Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event on (B)(6) 2025 for which the patient required a visit to the emergency room. The blood glucose level was high and patient also got diabetic ketoacidosis (dka) suggesting high ketone level. The patient also experienced symptoms such as nausea, malaise, thirst. The patient changed supplies as necessary and resumed insulin therapy. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007934, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 07-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6007934". The count of complaint is 2 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6007934 was manufactured according to the work instruction (wi) version 97 packaged the multivac mv14, on 28/jun/2024, with a total of (B)(4) units. Welding the lot 4f05205 was manufactured according to the wi version 34, machine ls06 - ls07, with a total of (B)(4) units. The lot 4f05206 was manufactured according to the wi version 34, machine ls24, ls25, with a total of (B)(4) units. The lot 4f05208 was manufactured according to the wi version 34, machine ls24- ls25, with a total of (B)(4) units. -gluing connector the lot 4f02905 was glued according to the wi version 37, machine pegado 3, with a total of (B)(4) units. The lot 4f02891 was glued according to the wi version 37, machine pegado 3, with a total of (B)(4) units. The lot 4f02912 was glued according to the wi version 37, machine pegado 3, with a total of (B)(4) units. The lot 4f05204 was glued according to the wi version 37, machine pegado 3, with a total of (B)(4) units. Test results: no photo was provided. The reference samples for the lot 6007934 have already been previously tested in the complaint (B)(4) on 31-may-2025. Visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional air flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Functional air leak test 2 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for samples, no non-conformance (nc) raised during production related to complaint code, two complaints thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.